Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024, it was reported that the patient mentioned 2 instances of not getting alerts on different days. Per documentation, the patient stated that he had an incident where the device did not alert him even when his readings went to dangerously low blood sugar levels (e.g., 40-50 mg/dl), despite using high-volume alarms. The patient was reportedly not able to specify the date of the incident. This problem had resulted in hospitalizations within a month, even after using 2 glucagon injections. The patient was reportedly unable to verify what he felt or who brought him to the hospital. The patient uses insulet omnipod5 in hybrid closed loop data was provided for investigation. The allegation was confirmed as no audio output via data. The probable cause could not be determined via data. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, " data was provided for investigation. The allegation was confirmed as no audio output via data. The probable cause could not be determined via data." H2 correction. H6 medical device problem code - correction. H6 investigation findings - correction.